Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two (2) weeks after a glaucoma shunt was implanted in a patient, the surgeon was going to remove the stitches and detected that the implant was not in place. The surgeon stated the patient kept rubbing his eyes due to discomfort from the stitches. As the ocular tension was rising, they decided to intervene on (B)(6) 2019 to perform a trabeculotomy and remove the shunt. They did not locate the shunt but decided to leave it in the eye and see its evolution. Ten (10) days ago, it seemed that everything was going well, eye strain was controlled and there was no presence or any condition in the eye. The patient returned to the clinic, the shunt was located in the anterior chamber angle and they were going to schedule surgery to try to remove it. It has been difficult for them to locate it given how the cornea is.